Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was confirmed. Upon evaluation, the monitor delivered a pulse below lower limit and did not pass functional testing. The problem was isolated to a defective q2 component. The root cause of the defective q2 component cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.